Event description:
It was reported that patient presented for scheduled procedure with high grade staphylococcus epidermis bacteremia and severe aortic insufficiency. The blood cultures were done and found negative. Implantable cardiac defibrillator (ICD), right ventricular (rv), right atrial (ra), and left ventricular (lv) was explanted and replaced with new devices. Patient condition was stable.